Event description:
It has been reported that the fluoro stopped working. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and did not confirm the reported issue. Fse performed troubleshooting and pulled an error log. The log shows no errors. The system was performing as per specifications without error. System was working fine as intended. The codes were updated based on the investigation outcome.